Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation finding of inner sheath detachment. Block h10: the wallflex biliary rx fully covered rmv stent delivery system was returned for analysis. The stent was not received for analysis. Visual inspection found that the inner sheath was detached, and the outer sheath was kinked. No other damages were noted with the delivery system. Product analysis did not confirm the reported events because the stent was not returned for analysis so the event of stent partial deployment could not be confirmed. Additionally, the reported event of device interaction with another device cannot be confirmed because this occurred during the procedure, and it was not possible to replicate in the laboratory of analysis. However, the additional investigation findings of inner sheath detachment and outer sheath kinking were found to be most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician (force applied), which could have resulted in the damages noted in the device. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted in the common hepatic duct to treat a 1-2 mm diameter x 2 cm length indeterminate stricture due to primary sclerosing cholangitis during an endoscopic retrograde cholangiopancreatography (ercp) with fully covered stent placement performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the guidewire sheath detached, which would not allow the stent to be fully deployed. The partially deployed stent and the guidewire were removed from the patient, and the procedure was completed with a different stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation finding of inner sheath detachment or separation. Please see block h10 for the full investigation details.